Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device motor rate error was found during occlusion test. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
B5, g4, h1: additional information.

Event description:
Information was received that this reported incident did not occur while in use with a patient.

Manufacturer narrative:
The medfusion pump was returned in good condition with no appearance of any physical damage. The motor rate error was found in the event history log review. In addition the error was able to be replicated during an occlusion test. The issue was found to be caused by a combination of the motor assembly, worm gear, leadscrew and clutch halves. These parts were found to be old, dirty and worn out due to normal wear. These parts were replaced, cleaned, greased and the device was calibrated. All tests were passed after these changes.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump was experiencing a motor rate error. There were no reported adverse events.